Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. No further details were provided. Attempts to obtain additional information were unsuccessful.